Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the stent failed to expand completely requiring placement of another stent. The 95% stenosed target lesion was located in the left vertebral artery. The patient underwent stenting under local anesthesia, and a 5.0mmx15mmx150cm express vascular sd balloon expandable stent was selected for use. During the procedure, an 8f guiding catheter was replaced and placed at the aortic opening. A micro guidewire was selected and positioned at the distal end of the lesion. The stent was then advanced along the guidewire, followed by balloon dilation. However, during the stent deployment, due to excessive vascular tortuosity, it was noted that one side of the balloon could be normally inflated and dilated, while the contralateral balloon failed to inflate effectively. The stent deployment position was offset, so an additional preloaded 5x15 vascular stent system was deployed. Post-dilation was performed with a dilation balloon, followed by angiography. The catheter was withdrawn, and the procedure was completed. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the stent failed to expand completely requiring placement of another stent. The 95% stenosed target lesion was located in the left vertebral artery. The patient underwent stenting under local anesthesia, and a 5.0mmx15mmx150cm express vascular sd balloon expandable stent was selected for use. During the procedure, an 8f guiding catheter was replaced and placed at the aortic opening. A micro guidewire was selected and positioned at the distal end of the lesion. The stent was then advanced along the guidewire, followed by balloon dilation. However, during the stent deployment, due to excessive vascular tortuosity, it was noted that one side of the balloon could be normally inflated and dilated, while the contralateral balloon failed to inflate effectively. The stent deployment position was offset, so an additional preloaded 5x15 vascular stent system was deployed. Post-dilation was performed with a dilation balloon, followed by angiography. The catheter was withdrawn, and the procedure was completed. There were no patient complications as a result of this event, and the patient was stable post-procedure. It was further reported that the device was checked prior to use, and there were there no abnormalities noted during preparation. The target lesion was moderately tortuous and mildly calcified. During the procedure, the balloon was inflated; however, one side of the balloon failed. Following this issue, the stent became dislodged and was advanced beyond the expected lesion location. The balloon was then post-expanded, but due to the stent being positioned distal to the target lesion, an additional stent was required to adequately cover the lesion. The physician post-dilated the first implanted express sd stent, prior to placing the second stent to overlap it.